Event description:
It was reported, the customer was low over thanksgiving. It was what believed the cause was the insulin pump was not calculating her bolus amount correctly. Customer blood glucose was 67 mg/dl and she ate 58 carbohydrates and it delivered a full 7.2 units of insulin. The device was draining batteries every two days. During troubleshooting the calculation only varied by 0.26 units, actual delivery was less. Troubleshooting for battery issues was declined. Replacement of the device was requested. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. All operating currents are within specification. The bolus wizard functions properly per bolus wizard sample in the user guide. No bolus anomaly noted during testing. The insulin pump had cracked display window, cracked case at display window corner and cracked reservoir tube lip.